Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that a row of cubies in half height auxiliary drawer 3.1 were not detected by the system and the drawer was failed. A field service engineer (fse) found that the tray row board was defective, and the drawer slide rails were broken. Then, the fse replaced the half height drawer to resolve the issue. The customer then performed a complete inventory count on the new half-height drawer. No problems were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie was off the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patients, but the user managed to retrieve the medication from another station. There were no adverse events or injuries reported based on this event.